Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported that patient faced insulin flow block two times in the past days. No further information available.